Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting out from the infusion set when priming and received motor errors. The customer stated that, the insulin pump had unexplainable no delivery alarms, battery life diminished, has rejected new batteries, buttons worn down and will have to press more than once to take command. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.